Manufacturer narrative:
Controls run before this event was within specification and the instrument is currently performing within qc specification. Patient samples were not rerun back to the last acceptable control run. A bec field service engineer (fse) was dispatched and performed an investigation to determine the cause of the event but was unable to reproduce the event. The fse did perform repeatability and conductivity match to verify the instrument was working properly as incidental service. The field service engineer (fse) found no problems with the instrument after close observation. Startup, reproducibility and qc were all within specifications. The failure mode is unknown. Per product labeling: beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter cellular analysis system did not generate flagging for immature cells for one (1) patient sample compared to the manual differential performed which the customer considers correct. Review of the automated differential results show high neutrophil % and low lymphocyte % as compared to the manual differential on both instruments. The sample was run at a sister hospital on another instrument which did flag the sample with suspect messages for immature cells. The printouts for sample analysis from the sister hospital were requested but were not received. The same sample was sent back for analysis on the original instrument eight (8) hours later and flagging for immature cells was received from the dxh 800 instrument. The customer performed a manual differential for the original run and found 25% bands, 6% metamyelocytes and 1 myelocyte which they considered correct. The results provided by the customer are shown in the attachment section of this report. The differential results from the dxh800 original run were reported out of the lab and a corrected report was issued. There was no death, injury or change to patient treatment as a result of this event.